Manufacturer narrative:
(B)(4). The device investigation report has not been submitted at this time. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that while applying a clip, the applier broke. A few pieces of small debris fell into the abdomen of the patient. The small debris seen was recovered. The applier was changed. X-ray was performed to check that nothing was left inside the patient. There was no reported patient injury.

Manufacturer narrative:
(B)(4). After the investigation of the instrument, we came to the following result: the pull rod is torn off in the front area. The rivet between the joints and the pull rod has been sheared off. The pull rod is bent. This is the third time the handle has been returned for repair. When reviewing the device history device of the applicable lot, it could be confirmed that the right material and all specified and required components haven been used. All defined and specified working steps are recorded on the working sheet. Due to the investigation result, it is assumed that the breakage was caused by a huge overloading. Over-stressing during use is suspected.

Event description:
It was reported that while applying a clip, the applier broke. A few pieces of small debris fell into the abdomen of the patient. The small debris seen was recovered. The applier was changed. X-ray was performed to check that nothing was left inside the patient. There was no reported patient injury.